Event description:
A malfunction alarm was reported, identified by a malfunction code that could be reset. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by guiding the customer through resetting the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and to call back if the malfunction code reappeared, to which the customer acknowledged and understood the instructions.